Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the event was that the patient wanted coverage only in the right knee area. The patient did not like the stimulation in his back. They tried to reprogram to get adequate coverage.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the trial patient reported that they had stimulation from their external neurostimulator (ens) in an undesired location. Specifically, the stimulation was in the buttocks " 2 feet above" where it is supposed to be (should be in right knee area). The patient stated that they had to have the stimulation up so high in order to reach the knee that it was "paralytic." It was noted that the manufacturer's representative worked with the patient's programming to try to get the stimulation to the right knee but was unsuccessful. The patient indicated that they did not know if they wanted to move onto the permanently implanted device based on this trial experience. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.